Event description:
It was reported that the patient with pacemaker experienced panic attack which caused by the device. Boston technical services consultant referred the patient to the clinic. As of this time, this pacemaker remains in service. No adverse patient effects were reported. No adverse patient effects were reported.